Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the ICD device showed the lifetime ventricular sensing integrity counter is 3889 and over 3000 of these occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system. Impedance trends were steady.

Event description:
It was reported that the chronic rv lead had an "unacceptable rate of failure". A new pace/sense rv lead was added to the chronic lead. It was noted after implant, the new rv lead was oversensing. One non-sustained tachycardia which had one qrs complex where there was double counting was noted. Both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
It was further reported that both leads were explanted and replaced with no alleged product issues during a routine generator change.